Event description:
An adc customer reported that their fs freedom lite meter "shuts off after sample is applied" and a battery icon was observed on the meter screen. Customer stated that due to the inability to test while at home on (B)(6) 2010 he experienced "low blood sugar" symptoms. No specific symptoms were reported by the customer. Paramedics were called and treated the customer with intravenous glucose on scene and transported him to a health care facility. Customer was diagnosed with hypoglycemia and treated with metformin and orange juice. No additional information was provided. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.